Manufacturer narrative:
This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that she was recently hospitalized due to high blood glucose levels, ketones, and diabetic ketoacidosis. Blood glucose level at the time of the hospitalization was 396 mg/dl. The customer reported that she did not receive an alarm to notify her that her blood glucose level was rising. The customer also stated that the transmitter may not have been functioning properly. The insulin pump was not replaced or returned for analysis.